Event description:
It was reported that pieces had broken off of nine devices. It was unknown how the parts broke. No additional information was reported. No patient involved. This is report 9 of 9 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one body, depth gauge for 3.5mm cortex screws (part# 319.091, lot# 5026680, mfg jun2005) was returned with the complaint of ¿broken¿, the received device is well worn, but is whole with no evident signs of damage, the complaint of broken is unconfirmed. This is only the body of the depth gauge, the part returned in conjunction was the slider assembly for an alternative depth gauge (part 03.010.072, lot unknown). The current drawing and the drawing to which it was manufactured for this body, depth gauge 3.5mm cortex screws ((B)(4) rev a and b) were reviewed. From rev a to rev b, more detailed information was added regarding anodization. The current drawings for the slider asm, locking screw measuring device used in part 03.010.072 were reviewed (03_010_072 rev f, 03_010_072_2 rev f, 03_010_072_2_1 rev e and 03_010_072-2 rev d). The device meets the drawing specifications. It is not known what led to these parts being paired together as they are not included in the same systems, are designated for different screws, and both devices are clearly etched with their corresponding part numbers; although it is likely that they were paired together during reprocessing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.